Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01063. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, while advancing two ruby coils through another manufacturer's microcatheter, the physician experienced resistance and subsequently, both ruby coils became stuck. Therefore, both ruby coils were removed and the procedure was completed using another manufacturer's coils. It should be noted that the physician maintained a continuous flush during the procedure. There was no report of an adverse effect to the patient.